Manufacturer narrative:
Continuation of d10 / h3: product ID 3778-45 lot# (B)(6) implanted: (B)(6) 2013 explanted: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductor #0 was/were broken 0.8 cm from the distal end of the lead. Also, conductor #1 was broken 1.5 cm from the distal end of the lead. Product type lead product ID 3778-45 lot# (B)(6) implanted: (B)(6) 2013 explanted: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the electrode pulled off the lead/epoxy and was broken between electrodes 1 cm from the distal end of the lead. Broken conductor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3778-45; lot#serial#: (B)(6); implanted: on (B)(6) 2013; product type: lead; product ID: 3778-45; lot#serial#: (B)(6); implanted: on (B)(6) 2013; product type: lead; product ID: 97791; product type: accessory; product ID: 97791; product type: accessory; product ID: neu_stimboot_acc; product type: accessory; product ID: neu_stimboot_acc; product type: accessory; product ID: 3708160; lot#serial#: (B)(6); product type: extension; product ID: 3708160; lot#serial#: (B)(6); product type: extension; product ID: 37702; lot#serial#: (B)(6); implanted: on (B)(6) 2013; explanted: on (B)(6) 2021; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that after her ins revision, 3 electrodes "broke free" from the ins on (B)(6) 2021. The patient stated she had a lead revision done on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 lot# serial# (B)(6) implanted: 2013(B)(6) explanted: product type lead product ID 3778-45 lot# serial# (B)(6)implanted: 2013-(B)(6) explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID neu_stimboot_acc lot# unknown serial# implanted: explanted: product type accessory product ID neu_stimboot_acc lot# unknown serial# implanted: explanted: product type accessory product ID 3708160 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708160 lot# serial# (B)(6) implanted: explanted: product type extension product ID 37702 lot# serial# (B)(6) implanted: 2013-(B)(6) explanted: 2021-(B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Devices were returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 23-feb-2016, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 09-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the explanted battery was reading high impedance and showed ¿do not use¿ for electrode 8-11,and 0. Patient did not complain of therapy malfunction and was able to feel stimulation with the other electrodes. The old battery replaced with new one today which also showed ¿do not use¿ for electrode 8,9,0. Physician recommended these not to be used for therapy. Old extensions and leads were not replaced. Additional information received from the manufacturer representative reported that either the extension or the leads might be causing the high impedance. The patient and doctor did not want to replace the extension or leads and just wanted to replace the battery. The electrodes with high impedance will not be used for therapy and the patient had good relief with the previous battery so no other changes were recommended. Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the hcp ordered an updated x-ray on the leads post ins replacement to update records and it was found that the leads were broken and had 3 floating electrodes in the epidural space. The patient continued to report 70% pain relief and didn't report any adverse events. It was noted that the patient did go to the chiropractor for spinal manipulations and treatment of neck pain and this may have caused the leads to fracture/break. The rep checked impedances which revealed electrodes 0, 1 and 8 were high impedances. The rep reported that at this time, the remaining electrodes were being used; namely 2 and 3 were working well for the patient. The hcp discussed routine follow up and x-ray to keep an eye on the electrodes and if needed, further consult with neurosurgery should the broken electrodes need to be removed.